Manufacturer narrative:
(B)(4).

Event description:
It was reported the spring wire guide was found kinked prior to patient use. No patient involvement.

Event description:
It was reported the spring wire guide was found kinked prior to patient use. No patient involvement.

Manufacturer narrative:
Qn# (B)(4). The customer returned one catheterization device and lidstock for analysis. Initial visual inspection did not reveal any damage to the spring wire guide (swg). No kinks or bends were noted in the swg body. Microscopic examination confirmed the distal weld was full and spherical. The total length of the swg measured 4.5625", which is within specifications of 4.4375-4.6875" per swg with handle graphic. The outer diameter of the swg measured 0.386 mm, which is within specifications of 0.381-0.404 mm per swg graphic. The inner diameter of the needle cannula measured 0.017", which is within specifications of 0.0165-0.0180" per cannula graphic. Functional testing was performed based on the instructions for use (IFU). The IFU provided with this kit states, "stabilize position of introducer needle and carefully advance spring-wire guide into vessel using actuating lever." The swg was able to pass through the needle with minimal resistance. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit warns the user "to reduce the risk of guidewire damage, do not retract guidewire against edge of needle while in vessel. If resistance is encountered during guidewire advancement do not force feed, withdraw entire unit and attempt new puncture." The report of guide wire/needle resistance was not able to be confirmed through complaint investigation of the returned sample. The returned device passed all relevant dimensional and functional testing. A device history record review was performed with no relevant findings. Based on the sample returned, no problem was found on the device. Teleflex will continue to monitor and trend for reports of this nature.